Event description:
According to the report, a hero graft revision was performed approximately one and a half years following original implant in right upper arm. Patient, (B)(6) male, had multiple interventions (approximately seven). The surgeon exposed the graft, connector, and oc. He put an angled glidewire into right atrium, removed oc. He had a difficult time after dilating inserting the long sheath. He finally used short sheath with success. He then had difficulty with tunneling both tunnels. The surgeon indicated that the trouble he experienced with the sheath was due to the patient's anatomy and not the device. After much frustration the device was connected with success. The patient had a lot of scar tissue over previous hero graft. A lower extremity bridging catheter was placed. Procedure lasted three hours. Additional information indicates that the revision was needed due to multiple percutaneous interventions.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.